Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist obtained remote access to the system. The ccc specialist aligned server 3 probes and performed sodium hydroxide (naoh) clean. The ccc specialist primed the instrument and ran check 1 on the system, which passed. Ccc reset the instrument and performed quality control (qc) on server 3, which was within range. The ccc specialist ran precision testing, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sample probe 3 (s3) cleaner pump. The cse ran mix method test on all mixers and replaced mixer 1 and repeated mix test. The cse ran precision testing, which passed. The customer ran patients samples for calcium and obtained the results as expected. The cse ran probe test and ran qc, which passed. The cse was re-dispatched to the customer site. The cse inspected the water purification module (wpm) and found that water temperature control module (wtcm) filter was completely obstructed. The cse replaced wtcm inlet valve. The cse found that the water temperature in the instrument was out of specification. The cse replaced inlet valve, mixer valve, check valve and replenished water. After troubleshooting, the water temperature was within range. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant calcium (ca) results were obtained on five patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument except patient sample (B)(6), resulting either lower or higher than initial results. Patient samples ((B)(6)) were repeated on an alternate dimension vista instrument (serial number (B)(4)), and results were either lower or higher than initial results. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium results.